Event description:
It was reported that an impella 5.5 pump failed to deliver. The 5.5 was replacing an implanted cp when dissection of the axillary artery was identified. The dissection was repaired surgically. The pump was explanted in response to ischemia in the patient's arm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.1 selection was added that was inadvertently omitted from the initial report that was submitted. D.1 revised brand name and d.4 model number as they were incorrectly entered on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: no product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition due to patient anatomy. Initial attempt was made with impella 5.5 and was aborted since the catheter and guide wire was unable to get around the aortic arch and switched to impella cp and similar issue arise with the impella cp. The surgeon was able to manipulate the pump down the aorta into the left ventricle. Hence, the cause is determined to be patient condition. Ischemia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Vessel perforation: vascular surgery was consulted and discovered axillary artery dissection which was repaired. The cause of the vascular perforation was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.